Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic vertical sleeve gastrectomy, when creating the sleeve, the reload would not fire. The surgeon was able to press the green button, but was unable to squeeze the handle. A new reload was opened to complete the procedure, they used the handle throughout the remainder of the procedure. There was no patient injury.